Event description:
The balloon ruptured below pressure when the stent was deployed. When removing the catheter, it was observed that the balloon had dislodged and was stuck in the sheath. There was no pt injury reported.